Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to an unavailable sample. A batch review was not performed because the lot number was unknown. Based on the information obtained during baxter's investigation, the root cause of the alarm was that the patient did not properly disconnect the patient line from the transfer set during therapy. The results of a label review revealed that patients are instructed on how to emergency disconnect for a short period of time. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. Should additional information become available, a follow up MDR will be sent.

Event description:
A customer contacted global technical services (gts) regarding a system error (se) 2240 alarm on the homechoice (hc) unit during initial drain. The home patient (hp) stated that he disconnected himself to use the restroom and when he reconnected, the hc started alarming. The technical service representative (tsr) explained that the se 2240 indicates a large amount of air has entered setup. The tsr then instructed the hp to cycle power twice to clear alarm and then explained to start over with new supplies. The tsr advised the hp to call his nurse (rn) within 24 hours to let her know what happened. No additional information is available at this time.